Event description:
According to the report the patient has experienced popping and cracking sensations. The external equipment was changed but the situation did not alter. The patietn has demonstrated very poor detection of sound. Testing confirmed that the device has malfunctioned.